Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 242 mg/dl. The customer alleged that the insulin delivery was not working fast enough. The customer was instructed to contact the healthcare provider regarding bg level.